Event description:
A physician in the micu was placing a ra-04020-sp in a patient. The physician received a flash back in the catheter and went to remove the guidewire. When he went to remove the guidewire, the guidewire became unraveled. They were able to remove the entire catheter and guidewire from the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheterization assembly and a kit label/lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was fully advanced out of the tubing. Additionally, the catheter was advanced off the needle; however, it was stuck on the guide wire. Despite this, a portion of the guide wire was exiting the distal end of the catheter body. The guide wire was dislodged from the catheter with minor resistance. Further analysis confirmed that the guide wire was unraveled. The point of separation occurred on the core wire. Microscopic examination revealed that the point of separation wire was relatively smooth and uniform indicating that contact with sharps likely caused or contributed to this event. The distal weld appeared spherical and intact. Additionally, the catheter tip appeared slightly misshapen. It is assumed that this is a result of being stuck over the unraveled guide wire for an extended period of time. The core wire had separated 17mm from the distal weld. The guide wire outer diameter (in a segment that was not unraveled) measured .44mm, which is within the specification limits of .432mm-.457mm per the guide wire graphic. The core wire total length measured 5.125" which is within the specification limits of 5.031"-5.219" per the guide wire with handle graphic. The catheter body total length measured 2.75", which is within the specification limits of 2.715"-2.755" per the catheter graphic. The best fit pin gauge for the catheter tip inner diameter measured 0.02835" which is within the specification of 0.0283"-0.0285" per catheter graphic. A lab inventory guide wire with a diameter of .018" was passed through the catheter. Little to no resistance was observed. A manual tug test confirmed that the distal weld was secure to the coils and core wire. A device history record review was performed, and no relevant findings were identified. The IFU provide with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel". The IFU also states, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". The report of swg unraveled was confirmed through complaint examination. Visual analysis revealed that the core wire had separated 17mm from the distal weld. The point of separation appeared relatively smooth and uniform, which indicates that contact with sharps likely caused or contributed to this event. The resistance between the catheter and the guide wire was likely due to the unraveled portion. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A physician in the micu was placing a ra-04020-sp in a patient. The physician received a flash back in the catheter and went to remove the guidewire. When he went to remove the guidewire, the guidewire became unraveled. They were able to remove the entire catheter and guidewire from the patient.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer returned a photo of the arterial spring wire guide for evaluation. From the photo it was not obvious where the unraveling occurred. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
A physician in the micu was placing a ra-04020-sp in a patient. The physician received a flash back in the catheter and went to remove the guidewire. When he went to remove the guidewire, the guidewire became unraveled. They were able to remove the entire catheter and guidewire from the patient.